Event description:
This case was initially received via regulatory authority (valvira) on 02-feb-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("ovarian tubes removed due to pain after essure insertion") in a (B)(6) female patient who had essure (batch no. C12712) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ovarian tubes removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: fallopian tubes removal performed on (B)(6) 2014. Pain continues. Mirena inserted. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6) on 02-feb-2018. The most recent information was received on 09-mar-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("ovarian tubes removed due to pain after essure insertion") in a (B)(6) year-old female patient who had essure (batch no. C12712) inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ovarian tubes removed). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain had not resolved. The reporter provided no causality assessment for pelvic pain with essure. The reporter commented: fallopian tubes removal performed on (B)(6) 2014. Pain continues. Mirena inserted. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 09-mar-2018 for the following meddra preferred term: pelvic pain ¿ analysis in the global safety database revealed 10.080 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.